Manufacturer narrative:
No report of patient involvement. The unit was returned to the manufacturing site for investigation. Inspection of the unit revealed the e-clip fell off the pivot pin. The unit was discarded and not returned to service.

Event description:
During testing of the unit at the ge healthcare service depot, it was noted that the interlock system was not functional.